Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 10-jan-2017 found that buffer bag 1 is empty. Replaced buffer, performed drain flush and primes; pressure was normal. Controls and patients are normal. The most probable cause of the reported event was the empty buffer bag.

Event description:
On (B)(6) 2017 the customer reported they are getting low pressure with their hlc723g7 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.